Event description:
It is reported that the drill has broken. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical products: item #01-9198, lot # 347549, drill 1.5x105mm 22mm stp j-nt. Item #01-9198, lot # 184901, drill 1.5x105mm 22mm stp j-nt. Item #01-9198, lot # 357719, drill 1.5x105mm 22mm stp j-nt. Report source: (B)(6). Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00604, 0001032347-2021-00606, 0001032347-2021-00607.

Manufacturer narrative:
A new complaint file and MDR were created as event dates were provided. This event will now be reported under 0001032347-2022-00174.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Suggested imdrf code- mechanical (g04) - drill. Two of item# 01-9198 lot# 347549 and one of item# 01-9198 lot# 184901 were returned. For item# 01-9198 lot# 357719 no product was not returned. Visual inspection of returned items show that the drill bits have fractured in the shaft of the drill bit area toward the collar area end. The remainder of the drill bit was not returned. No other information can be determined from returned product. Medical records were not provided. Review of the device history record(s) for item# 01-9198 lot# 347549 identified no deviations or anomalies during manufacturing related to the reported event. Review of the device history record(s) for item# 01-9198 lot# 184901 identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. It is alleged that the doctor did not use the product properly. However, no additional information was received and this cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The previous report (0001032347-2021-00605-2) was submitted in error. This event will continue to be reported under 0001032347-2021-00605.